Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effect of tissue injury, hemorrhage are listed in the perclose prostyle instructions for use, as known patient effects of use with suture mediated closure device procedures. It is possible the curling up within the vessel was due to a prolapse of the guidewire; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. Medwatch report attached.

Event description:
User facility medwatch report received that states,¿as reported by the (B)(6) field clinical specialist, a vascular injury occurred prior to an (B)(6) tavr case. Requiring a cover stent for the right femoral artery, the heart team encountered difficulty with the pre-perclose technique prior to esheath insertion. The patient became hemodynamically unstable while attempting to deploy the second perclose. The team witnessed the perclose curling up within the vessel, losing control of the bleeding from the site. Consequently, the heart team decided to insert the 14fr esheath to achieve hemostasis. They gained access from the contralateral side, ballooned the vessel, and implanted a cover stent. The heart team then decided to abort the tavr procedure. The patient was transferred to the ICU in stable condition. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
Corrections: h6: health effect - impact code 2072 removed, e3: occupation.